Event description:
Caller (pt's nurse) alleged discrepant results compared with the home health agency's point-of-care (poc) device. Results as follows: date: (B)(6) 2011, inratio: 1.3, 1.1, poc: 2.4. Caller also had imprecision with inratio meter. Result as follows: date: (B)(6) 2011, inratio: 1.3, 1.1. Pt's therapeutic range; 1.5 - 2.5 inr. Pt just started testing on the inratio meter a few weeks prior to discrepant results. Nurse believes that the home health test result is correct because the result is consistent with what the pt was obtaining at the lab with a venipuncture (no results provided).

Manufacturer narrative:
Investigation pending.